Event description:
It was reported that the patient¿s implantable neurostimulator recharger (insr) had ¿ on the day of this report ¿ started showing zero coupling strength bars no matter where the patient put the insr or the antenna. The patient had tried turning the antenna dial. The patient had met with a manufacturer representative earlier on the day of this report and ¿some changes¿ had been made. The last time the insr had been charged as ¿one or two weeks ago.¿ the ins battery was blinking between ¼ and ½ full, while the insr battery showed ½ full. The patient had two implants, and after trying the insr on the upper implant, the patient first got zero coupling boxes, but then got full boxes. After trying the insr on the lower implant, the patient got zero coupling boxes. After performing an antenna locate (al), values of 22 and 26 were seen.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).